Event description:
It was reported that the patient had a catheter revision in (B)(6) of 2013. The patient's therapy was reportedly intrathecal baclofen therapy. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).